Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known; therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure" p/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The medical records provided for this patient did not contain information related to the event of chest pain; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient's chest pain. The system level review of this 2008k hemodialysis machine and the concomitant devices used during the hd treatment did not confirm that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the bloodline alternate sample. Clinical investigation: the patient medical records were provided by the facility on february 19, march 16, and march 17, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. The medical records received march 16, 2016 did not contain information on this event. Medical records did not contain hospital records (including progress notes, physician orders, lab/diagnostic tests or admission/discharge diagnoses) for review. Medical records did not contain ems progress notes or flow records for review. There is no documentation in the medical record that indicates the cause of the patient¿s chest pain. Medical records revealed that the patient had a significant cardiac history including chronic diastolic congestive heart failure, myocardial infarction, and cardiopulmonary arrest during hemodialysis and carotid artery stenosis. These diagnoses could lead to unanticipated chest pain with or without hemodialysis treatment. Without the aforementioned medical record, a conclusion cannot be made as to the causal relationship between the patient¿s hemodialysis treatment and concomitant products from the (B)(6) 2016 hd treatment and the patient¿s chest pain.

Event description:
A review of the patient medical records provided the following event information. On (B)(6) 2016, the patient presented to the clinic for a routine hemodialysis (hd) treatment. Patient's hd therapy was initiated at 11:37 am without any problems. At 12:35, the patient experienced chest pain during treatment. The ultrafiltration was turned off and the patient was administered sublingual nitroglycerin and a saline bolus. Patient continued to have chest pain and hemodialysis was discontinued at 1:07 pm. Patient was sent to the emergency room via ambulance. The following hemodialysis orders for the (B)(6) 2016 treatment were noted: 2008t hemodialysis (hd) machine; optiflux 160nre dialyzer assembly; dfr manual 600ml/min; dialysate composition 3.0k, 2.5ca, 1.0mg, 100 dextrose; sodium (meq/l) 140; bicarbonate machine setting (meq/l) 32.

Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The user facility progress notes which were provided for an unrelated event stated that a patient experienced chest pain while undergoing a hemodialysis treatment on (B)(6) 2016. The chest pain remained after turning off the ultrafiltration, and administering sublingual nitroglycerin and a saline solution bolus. The patient was sent to the emergency room for evaluation. No other event related information was made available. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.